Event description:
It was reported that during the implantation of the right ventricular (rv) lead, the patient had an impedance rise and a blood pressure drop. An echocardiogram was done and a pericardial effusion was noted. A pericardiocentesis was done and a drain was placed. It was further reported that the lead had dislodged and caused a perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.